Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. Additionally, it was reported that there was a piece of white septum in the syringe. Reportedly, customer continued to use the same cartridge and syringe. Customer's blood glucose was 119 mg/dl.